Event description:
It was reported that during a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, the customer encountered an error m-02 on the integrated electro surgical generator unit (iesu) along with a recognition issue on the energy instruments. The technical service engineer confirmed the reported error in the system logs. The customer stated that a third party bovie generator was used for the case. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed but the reported failure (the erbe was not recognizing an instrument, multiple intermittent m-02 errors) could not be reproduced on erbe connected to system. Logs showed (25913 m-02 errors (B)(6) 2025.) Visual inspection: (scratches on the top and side cover.) The unit was installed onto a golden system and functioned as expected. Failure analysis concluded that no root cause could be attributed to this issue. As a result of these findings the unit will be returned to OEM for additional failure analysis. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to electrical defect of the iesu.